Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Visual inspection of the as returned product identified that the implant is badly damaged from removal, and the collar is chipped. The internal drive feature is confirmed to contain a piece of the reported locator, which was too badly damaged to be removed. No pre-existing conditions were noted on the per. The reported device was located on tooth # 12 (universal) and was used for approximately 2 years. Documents reviewed: ¿surgical manual: tapered & parallel walled implants¿ instsm rev 08/18. Information identified: torque matrix - internal connection; page d. DHR review could not be performed as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product and within specifications. A complaint history review could not be performed without relevant item and lot information. Therefore, based on the evaluation, device malfunction did occur and the reported event was confirmed following inspection. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Age: patient's age unknown/ not provided. Weight: patient's weight unknown/ not provided. Brand name: device brand name unknown/ not provided. Product code: device product code unknown/ not provided. PMA/510k: device 510(k) number unknown. Device evaluated by MFR: product not returned to manufacturer.

Event description:
It was reported that the unknown locator fractured inside the implant (ifnt3211) it was also reported that they could not remove the fracture portion and had to remove the implant.